Event description:
Consumer reported complaint for the trueplus lancets. Customer stated the lancets are bent. Customer stated she twists off the cap, and it comes off easily but notices the lancets are bent and she tries to poke and it doesn't work and has to poke several times to get blood. The package had not been open or damaged when received by the customer. The customer started using the product a week ago. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim to be injured while using the lancets and no medical intervention related to the use of the product was reported

Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Complaint was forwarded to supplier quality and internal evaluation was performed by the manufacturer using lancets from the same lot. No abnormalities observed with retention samples. Most likely underlying root cause: mlc-061: improper use/mishandled by end user. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the initial concern - unable to establish contact with customer